Event description:
Employee # (B)(6) and employee #(B)(6) were transferring resident from bed to wheelchair using the beka lift. The beka carlo lifts is 11 years old and past it recommended usable life. The resident was being transferred in a large comfort care sling. One employee was using the controls while the other was supporting the client. The patient was being transferred when the bolt connecting the carry bar to the boom sheared off. The client fell from the lift when the carry bar disengaged from the boom. The resident fell and hit her head on the open legs of the floor lift and passed away from their injuries.